Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 00579104100, headed screw, lot #: 60589590; item #: 00579104200, headless screw, lot #: 60589610, qty 5; item#: 00579104300, headless screw, lot #: 60589672, qty 2; item#: 00595001702, bexgen cr flex femoral, lot#: 60563603; item#: 00595004702, mis tibia, lot #: 60331383; item#: 00595006745, mis drop down stem extension, lot #: 60615799; item #: 00597206535, nexgen patella, lot #: 60427256. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient's knee arthroplasty was revised 10 years post implantation due to pain. The articular surface was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.